Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown keel punch. Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer.

Event description:
Surgeon was using the keel punch and before the punch was fully seated the tibia plateau fractured right through the holes made by the pins in the tibia cutting block and the baseplate trial. The fracture had to be fixated with multiple cannulated screws. Surgeon attributed it to the stress riser between the pin holes.